Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, an unexpected app crash occurred. Data was provided for evaluation. The reported issue was confirmed. The probable cause was the mobile device experienced a bluetooth restore which closed the app. It was reported that the operating system for the smart device was not a supported system. Labeling indicates that the dexcom cgm application is only compatible for select devices and operating systems. No additional event or patient information is available.